Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, emergency room visit, and insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 266 mg/dl and a current blood glucose value was 187 mg/dl. The event involved product(s) mmt-7040a, mmt-1884, mmt-399a, mmt-332a. The customer was not using the auto mode/smartguard feature at the time of the event. The battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. The customer has been using the insulin pump system within 48hrs of the reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-7040a. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-399a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 22-jan-2025, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 22-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 01/22/2025 20:30:25.000 01/22/2025 20:40:00.000 pump error 23 alarm was found on: 01/22/2025 20:41:05.000 power loss alarm was found on: 01/22/2025 20:41:25.000 01/22/2025 20:41:33.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 22-jan-2025 in the formatted history file. Lostsensor1alert (780) was found on: 01/16/2025 17:59:00.000 lostsensor2alert (781) was found on: 01/16/2025 18:22:00.000 sensorerroralert (801) was found on: 01/17/2025 03:47:50.000 01/17/2025 03:57:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.74 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.